Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a splash to the face while changing the buffer on an alinity I analyzer. The customer was changing the buffer level sensor and was splashed in the face. The customer was seen by a physician and treated with sodium carboxymethylcellulose 0.5% - 1% eye drops. The customer is doing well now.

Event description:
The customer reported a splash to the face while changing the buffer on an alinity I analyzer. The customer was changing the buffer level sensor and was splashed in the face. The customer was seen by a physician and treated with sodium carboxymethylcellulose 0.5% - 1% eye drops. The customer is doing well now.

Manufacturer narrative:
The complaint investigation for wash buffer exposure on an alinity I analyzer, serial number (B)(6), included a review of information provided by the customer, a search for similar complaints, ticket trending review, labeling review, and device history record review. While changing the buffer level sensor, the customer reported being splashed in the face with wash buffer solution. The customer was not wearing protective eyewear. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of historical data was done, and was adequate, with no trends found. Labeling was reviewed and sufficiently addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. An investigation determined the adverse event injury is associated with a use error and the injury was not due to a malfunction of any part of the analyzer, as the customer was not wearing protective eyewear. Based on the information provided and abbott diagnostics¿ complaint investigation, the alinity I analyzer, serial number (B)(6), met performance specifications and performed as intended at the customer site, and no systemic issue or deficiency was identified.